Event description:
During attempt to place an aspire stent in the previously angioplastied r sfa that was highly calcified, the stent was placed but was unable to fully deploy the self expanding stent because it would not release a distal point catheter. Patient continued to have poor flow to the distal leg as it was prior to the attempted procedure. By the end of the procedure the stent was deployed proximal to the lesion but there is partial occlusion in the distal part of the stent even after the stent was inflated with a balloon. A smart stent was successsfully deployed. A partial occlusion continued in the distal end of the aspire stent.

Event description:
Add'l info rec'd from MFR 3/2/04: due to the device not being available for analysis and the unwillingness of the site to provide additional info, there is not enough info available to enable va to determine root cause(s) for the alleged product malfunction.